Manufacturer narrative:
The controller ((B)(4)) was returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Functional testing confirmed the reported "no sound" event. Internal inspection and supplemental testing revealed that the nimh battery was deeply depleted and it could not be recharged. The root cause for the failed no power alarm was found to be a depleted nimh battery. The manufacturer has an open internal investigation to evaluate the internal control alarm battery failure. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
Approximately two years and two months post lvad implantation, the patient reported that the "no power" audible alarm did not work. The patient reported to the vad coordinator that, while exchanging power sources from 2 batteries to and ac power adaptor and a battery, she inadvertently disconnected both power sources at the same time. The patient became dizzy and fell backwards, and the caregiver reported that she heard the patient hit the floor. She found the patient with both power sources disconnected. There was no alarm occurring with the power disconnected. The caregiver reconnected the power sources and the patient became responsive. The patient was hospitalized and the controller was exchanged for the patient's back-up controller. The defective controller was tested by the site and they confirmed that the "no power" audible alarm did not sound when both power sources were disconnected on ta test set-up. At that time she noted that the "no power" audible alarm did not sound. She noted that all other alarms had been working appropriately (low battery, etc). The patient did not experience any symptoms during this event and she was able to complete the power source exchange without further incident. The patient was reported to be in stable condition following the event.